Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: part specific investigation: no trigger considering the following event is identified: revision due to infection. No additional similar investigated events within last 1 month for item number: 47248509010 has been found. No additional similar investigated events within last 6 months for item number: 47248509010 has been found. Lot specific investigation: no lot trigger: no similar investigated events for the same lot numbers: 2858447 have been found. A trend is identified if at least one of the following criteria is met: 3 similar events within 1 month for the same item number. 6 similar events within 6 months for the same item number. 2 similar events for the same lot number. Review of event description: it was reported that a patient received an implant on (B)(6) 2017 and underwent revision surgery on (B)(6) 2019 due to infection. Review of received data: bone fracture caused by metastasis from breast cancer. Surgical notes from initial surgery dated on (B)(6) 2017: implantation of a nail 10mmx21, 5cm znn without difficulties. Placement of a neck-screw. Placement of two screws for distal locking. Surgical notes from revision surgery dated on (B)(6) 2019. Revision surgery due to infection (osteosynthesis at level of left femur). Samples taken for bacteriological and anatomopathological testing. During removal of screw, material fractured. It was impossible to remove the nail and the screw (treated in (B)(4). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The product combination was approved by zimmer biomet. Instruction for use (IFU): in the IFU under the section adverse effects it is mentioned : inflammatory reactions. Conclusion summary: it was reported that the patient had a revision surgery on (B)(6) 2019 due to possible infection. No products have been received for material analysis; therefore the condition of the component is unknown. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. The infection occurred more than 2 years after implantation, therefore it can be excluded that an unsterile device caused the infection. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Surgical report was received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to osteoarticular infection.